Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient spoke with a manufacturer representative (rep), replaced the batteries, and adjusted the feeling by going up and down on the remote to try to resolve the lack of stimulation and having to use a catheter. It was noted that the circumstances that led to the lack of stimulation and use of a catheter was having a more intense exercise schedule.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she got new batteries for the patient programmer and the screen was showing information that she was not sure about. It was noted therapy was off and they were on program 2 at 6.2 8 v. The patient turned stimulation on and the patient stated stimulation was too strong and she decreased to 2.2 v. The patient stated that a week prior to the call she increased stimulation to 6.8 v because she could not feel stimulation. The patient stated she was in the hospital on (B)(6) for her kidney and they had to catheterize and couldn¿t go very well on her own. The patient stated she knew therapy was off on the morning of the call. The patient confirmed therapy was on and they were on program 2 at 2.2 v. The patient stated that on (B)(6) the patient increased stimulation because she couldn¿t feel it, on (B)(6) they were not getting relief and were in the hospital for their kidney, and on (B)(6) the therapy was off. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.